Event description:
It was reported the patient's scs ipg became inoperable due to not charging the device for a significant amount of time. A sjm representative confirmed the communication issue between the ipg and multiple external devices. Surgical intervention will be taken at a later date to address the issue. Date of event unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.